Event description:
It was reported by customer that our PICC team experienced a sharp bend on a bd PICC wire on a straight forward insertion. Prevented a line from being placed. Additional information received 02/12/2024: there was no adverse event or serious injury reported to patient or healthcare professional. No delay of, or change in, the course of treatment due to the event. No clinical signs, health consequences or impact. Patient referred to ir for placement. Patient status not reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bend in the stylet is confirmed but the root cause could not be determined. One 3cg stylet and t-lock assembly was returned for evaluation. An initial visual observation showed some blood use residues throughout the returned device. A small, plastic bag was returned with small, dark residues inside the bag. Two bends were observed at the distal end of the stylet in the polyimide tubing. One kink was observed in the stylet at the septum of the t-lock extension set. A microscopic observation revealed the small particles inside the clear plastic bag to be blood residues. The bends in the stylet did not have any splits. Because so few kinks were observed along the stylet and no significant damage could be found along the stylet, the complaint of kinks in the stylet is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that our PICC team experienced a sharp bend on a bd PICC wire on a straight forward insertion. Prevented a line from being placed. Additional information received 02/12/2024: there was no adverse event or serious injury reported to patient or healthcare professional. No delay of, or change in, the course of treatment due to the event. No clinical signs, health consequences or impact. Patient referred to ir for placement. Patient status not reported.